Event description:
It was reported that a paramedic injured their back when attempting to lift the cot. It was reported that the paramedic was seen by a doctor and put on light duty as a result of the alleged event. The customer reported that there was known damage to the cot, however, the paramedics were still attempting to use it.